Manufacturer narrative:
Device passed the displacement test, sleep current test and active current test. The power management tool indicated no abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph. Unexpected battery power loss not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now alarm without prior low battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the battery cap not loose, cracked or damaged. The device will be returned for analysis.